Event description:
Customer reported unexpected negative reactivity on a patient sample tested on the echo. The patient had a previous history of anti-e and anti-jka that was confirmed in gel and by a reference lab testing. The sample was negative, but should have been positive with cell 7 (e-jka+jkb+). The other cells reacted as expected.

Manufacturer narrative:
Reactivity of the jka antigen was confirmed on returned and retention crrid, lot id102; this reagent was used by the customer. The returned sample was tested on an in-house echo. Positive reactivity was observed. A service visit was made. No out of tolerance results were observed and no errors occurred. The instrument is operating within specifications.